Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(6), UDI: (B)(4) and product ID: 9734639, serial/lot #: (B)(6), UDI: (B)(4). H6) multiple annex a codes were applied to capture this event. A05 captures the damage while a0719 captures the unexpected shutdown. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c07, and d02 are applicable. H3, h6) the cable, product ID: 9734639, serial/lot #: (B)(6) was returned to the manufacturer for analysis on (B)(6) 2025. In summary, the cable was very twisted throughout the length of the cable. A continuity test revealed an open in the ground wire. Codes b01, c02, c07 and d02 are applicable. H3, h6) the battery, product ID: 9733627, serial/lot #: (B)(6), was returned to the manufacturer for analysis on (B)(6) 2025. In summary, the battery (26.54 volts (v)) was tested with a known good uninterruptible power supply (ups) for a 24 hour period. The ups was then unplugged from main power and did shut down immediately. The battery was not holding enough of a charge to power the ups. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the battery was replaced with a new one, but it shut down after about 10 seconds even when charged, suggesting a suspected initial defect. Additionally, during the repair, it was confirmed that the earth pin of the power cord was bent. There was no patient involvement.